Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Pump trace download analysis confirmed the unit alarmed pump error. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly. The left belt clip rail broke off. Also the s/n label located between the belt clip rails has rubbed off and become illegible. The device was received without a battery cap.

Event description:
Information received by medtronic indicated that the pump clip rails had damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.